Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip was stuck to the medium-large clip applier instrument was unable to release while on the tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the medium-large clip applier instrument was inspected with no noted damage. The issue occurred while the surgeon was attempting to clamp onto a vessel or tissue bundle. The customer used a backup clip applier to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip and the tip does not align with the other grip. The grips do not show cracking damage. Components adjacent to this bent grip show damage which may indicate potential damage during use. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.